Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni result within the risk stratification range on one patient generated by the unicel dxi 800 immunoassay analyzer. The result was submitted out of the laboratory. The sample was repeated and negative result was obtained. The customer did not report any patient or user issues attributed or connected to this event.

Manufacturer narrative:
The sample was a clear full serum aliquot draw. Qc was performing within qc specifications. Service was not dispatched. A clear root cause can not be determined for this event.